Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified blood present outside and inside the device. Microscopic and visual inspection revealed at the boot vent hole was incomplete and did not go all the way through the boot wall. Inspection of the device revealed that there were numerous kinks through the shaft of the device and that the spike line was cut off when received. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console; however, there were no leaks from the catheter or device. The shaft was inspected to see if there were any hypotube damage. It was revealed that the hypotube was fractured/broken 23.25cm proximal from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and broken hypotube were attributable to handling of the device. The over all investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on the product analysis completed on march 24, 2018. It was reported that a tubing leak occurred. An angiojet solent omni thrombectomy catheter was selected for use in the left lower limbs deep vein and iliac vein. Priming was started for 50 seconds, however, the physician then noticed the catheter was leaking from a portion of the tubing located outside of the patient's body. The device was exchanged for another of the same device. No patient complications were reported and the patient status was stable post procedure. However, the returned product analysis revealed that the hypotube fractured.